Event description:
It was reported the patient with diabetes (pwd) had woken up with a bent cannula and the smell of insulin. Blood glucose was 400 mg/dl, but no emergency assistance was required. The infusion set had been changed, a bolus administered, and loop turned off prior to the call. Pwd had intended to email a photo of the bent cannula and expressed intent to be more mindful of infusion set placement during sleep. Cgm was reading 264 mg/dl at the end of the call. The operator of the device was the lay user/patient.

Manufacturer narrative:
H3: neither product nor pictures were received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Additional information was received from the customer on 21-nov-2025 that this device was not an ICU medical device. No information was provided regarding the manufacturer of the device. Please disregard registration number mrn 3012307300-2025-12757.